Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2024-00288. It was reported the patient is not receiving effective therapy due to high impedances on both leads and due to this unable to be placed in MRI mode. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated fracture of leads confirmed via x-rays and also visibly seen. Patient underwent surgical intervention, wherein both the leads were explanted and replaced. Reportedly effective therapy was restored.